Event description:
Pt having continuous peritoneal irrigation with kefzol solution at 20 cc/hr. Following bowel resection. Pt had 2 bilateral pelvic drains that were connected to low intermittent suction. Scant return from drains but abdominal dressings needed frequent changing due to saturation of serosanguinous fluid. Pt also had swelling of scrotum and penis. It was discovered there was a black plug splicing 2 sections of latex tubing together leading from gomco to drains this plug was a solid piece of plastic that company uses to splice tubing together to make a full 100 ft. In box. User's old company used hollow plugs to splice tubing so staff was unaware initially of the solid plug on this new product. Box of 100 ft. Tubing has no warning label. User's recent purchase of 50 ft boxes does have a warning label about the solid plugs.